Event description:
Per the clinic, the patient experienced discomfort, pain and swelling at the implant site following magnet dislodgements during an MRI (date and tesla strength not reported). Surgery to reposition the magnet has been scheduled; however, this has not occurred as of the date of this report. The implanted device remains.